Event description:
The caller reported that an 8dct tracheostomy tube was discovered to have a bend in the outer cannula. The bend is above the cuff. The tracheostomy tube was placed in the pt in the operating room in 2009. Three days later, the nurse could not get the inner cannula out and the pt was taken back to the operating room to have the tracheostomy tube removed and replaced with another 8dct tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.